Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05723. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified and 3.7mm in diameter proximal right coronary artery. A rotawire¿ and a 2.25mm rotalink¿ plus were selected for use. During the procedure, a 1.75mm burr was initially used due to the high stenosis rate and severe calcification. When the vessel diameter was measured by ivus, the size was 3.7mm; thus the burr was exchanged with a bigger size of 2.25mm. When the 2.25mm rotaburr was inserted into a non-bsc guide catheter, severe resistance was encountered. The physician attempted to further advance the burr through dynaglide mode; however, it was observed that the burr became stuck on the rotawire. The procedure was completed with a 2.15mm rotaburr and another of the same rotawire to ensure patient safety. No patient complications were reported.